Event description:
It was reported the catheter broke and migrated into the vascular system of the patient. The patient underwent a procedure in cath lab to retrieve the catheter. Additional information 06/04/2024: it was reported that on may 24, the access team was activated for a malfunction of the device implanted on may 9. On arrival, the colleague did nothing more than remove the dressing and in checking the proximal part of the catheter, without making any sudden movements, it remained in his hand while the distal part remained in the patient's vascular bed. He immediately performed an echo showing the catheter stump in the subclavian vein. Interventional radiology was activated and the pc was taken to the south block to perform the procedure. The catheter was retrieved by making access from the femoral vein and via special catheters was pulled out. For the patient, it involved therapeutic bed rest for a couple of hours and exposure to ionizing radiation. Before the accident, the catheter was regularly used both for administration of intravenous therapies and for blood draws.

Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The device has not been returned to the manufacturer for evaluation.

Manufacturer narrative:
The information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported the catheter broke and migrated into the vascular system of the patient. The patient underwent a procedure in cath lab to retrieve the catheter. Additional information 06/04/2024: it was reported that on (B)(6), the access team was activated for a malfunction of the device implanted on (B)(6). On arrival, the colleague did nothing more than remove the dressing and in checking the proximal part of the catheter, without making any sudden movements, it remained in his hand while the distal part remained in the patient's vascular bed. He immediately performed an echo showing the catheter stump in the subclavian vein. Interventional radiology was activated and the pc was taken to the south block to perform the procedure. The catheter was retrieved by making access from the femoral vein and via special catheters was pulled out. For the patient, it involved therapeutic bed rest for a couple of hours and exposure to ionizing radiation. Before the accident, the catheter was regularly used both for administration of intravenous therapies and for blood draws.